Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified below the knee (bk) artery. A 2.0mm x 150mm x 150cm coyote¿ balloon catheter was selected for use and advanced to predilate the lesion. However, upon inflation, the balloon ruptured at 14 atmospheres after a duration of 10 seconds. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.